Event description:
It was reported that indicated battery charge dropped by 75% in a short period of time while pump continued to operate without shutting down. There was no reported impact to the customer¿s blood glucose level. Technical support provided education on battery behavior and best practices, and caller agreed to monitor system and contact support again if issue persisted.

Manufacturer narrative:
In use at the time of the event:cgm model: g7mobile os: ios / ios_iphone 13 pro max / 2.9.1 / ios 26.1.